Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Additional information: this complaint for a system error 2240 (air in set) could not be confirmed due to lack of a sample. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4). The label review found the labeling adequate for the use error in this complaint.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240; this system error occurred during drain 1. The technical service representative (tsr) assisted the home patient (hp) as the hp disconnected during drain 1 then reconnected after the machine alarmed. The tsr had the hp cycle power and a system error 2367 alarmed. The tsr advised the hp to disconnect then restart the setup with all new supplies. The hpp would call back if assistance was needed. Baxter product surveillance contacted the patient on (B)(6) 2011. The patient was advised not to reconnect after a 2240 alarm. Per the hp therapy has been going fine since the event. There was no patient injury or medical intervention reported.